Event description:
The hcp reported the pt had been experiencing increased pain. At refill, a volume discrepancy was noted with the hcp aspirating "nearly all of the contents of the reservoir." The hcp reviewed the programming and everything looked correct. A follow up report will be sent when add'l info is rec'd.